Event description:
Labor and delivery having trouble with new alaris tubing alarming "occlusion upstream". Tubing running oxytocin at 12mu and contraction pattern every 3 minutes. Pump would alarm, then when reset would run for 10-15 minutes, then alarm again. Tubing was switched out and the pump continued to alarm every 15-30 minutes. When tubing was switched to another lot#, fhr had decel to 90's for 5 mins and terbutaline to 0.25 mg sq had to be given to stop contractions. Pitocin was immediately turned off. Pt uterus was hyperstimming at the time, with no resting tonus. After terbutaline was given and pitocin was shut off, fhr returned to baseline of 140's and had reactivity. Investigation by cardinal health alaris products, following product complaint found that during MFR, 1 of 5 molds was faulty producing a bad accuslide that did not seat properly and subsequently does not open resulting in upstream occlusions.